Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that cgm reading and finger stick difference is greater than 20% for cgm reading greater than 80 mg/dl or 4.4 mmol/l, 20 mg/dl or 1.1 mmol/l for cgm reading less than 80 mg/dl or 4.4 mmol/l. Patient calibrated the sensor but the problem persisted. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.